Event description:
The reporter alleged the o-ring in the I/a handpiece malfunctioned causing a patient injury. The reporter stated the patient had a temporary total loss of vision in her left eye, later suffered permanent partial loss of visual acuity in the left eye, and underwent additional surgery to remove fragments of cortical lens left in her eye. Additional information received stated the patient had a planned ecce completed on the left eye in 2006. The following month, the patient had a pars plana vitrectomy. The patient was followed up nine months later, with no complaints of decreased visual acuity or loss of vision.

Manufacturer narrative:
No sample was returned for evaluation. The root cause of the patient event cannot be determined in this investigation. This report was mailed to FDA on: 05/21/2009.